Manufacturer narrative:
The field service representative checked the analyzer and stated "all looks ok". It was noted the gripper fingers were dirty and bead mixer speed was very high.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer received a questionable high intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The patient had a negative urine test on (B)(6) 2016. On (B)(6) 2016, the initial result for a blood sample was 115.6 iu/l and was reported to the medical staff. The blood sample was repeated and the result was <0.1 iu/l. The patient's urine was retested and was negative. The patient was not adversely affected. The reagent lot number was 131960. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided data, a preanalytic issue could not be excluded. Analyzer performance checks were ok.